Event description:
It was reported that during a gastrectomy procedure, the clip was jammed. Another like device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
Instrument a: damaged jaws. Instrument b: (empty). D9de0j. Eval summary: the instrument was returned empty, locked out and with the jaws over twisted. The instrument (a) is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty; however it is unk from the history that the jaws condition would have caused ejected clips. A corrective action has been initiated for the over twisted jaws issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument (b) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.